Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he put in a battery in the insulin pump for 3 days and it erased the settings. Customer stated that last night his blood glucose was 236 mg/dl and it kept climbing. At midnight, customer's blood glucose was 492 mg/dl, then 577 mg/dl, and finally it was 583 mg/dl. After 2 units by a syringe, his blood glucose was 297 mg/dl. Customer's current blood glucose was 495 mg/dl. Customer has been treating with the pump and syringes. Customer was assisted with correcting the time and date. Customer had no delivery alarm, battery out limit alarm, and an auto off alarm in the alarm history. Customer programmed a normal bolus and verified that the bolus does appear in the history screen. Customer stated that he wrote down his boluses and they are not correct in the pump. Customer stated that the pump passed the high pressure test. Customer stated that he did not take the needle guard off the quick set and the set was never inserted into his body.